Manufacturer narrative:
The event occurred on unspecified dates in (B)(6) 2021. Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked. This was observed during use of the device for automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The leak was further described by the home patient as ¿patch of dark brown water leaking from the device every day¿. There was no patient injury or medical intervention associated with this event. No additional information is available..